Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the needle precisionglide 25x5/8in three boxes of bd precisionglide¿ hypodermic needle 300110 were mixed in the shipment of the requested product of 301973 needle precisionglide 25x5/8in. The following information was provided by the initial reporter: in the purchase order no. 3721, intramuscular needles code bd 300340 and subcutaneous needles code bd 301973 were requested and according to the delivery documentation these were the materials delivered, but it was not detected at the time of admission that three boxes did not correspond to the code requested but to the code. 300110. Half of the batch of these needles were sent to other company and used in the blisters of syringes intended for finished products. At the time of the blisters of the syringes it is detected that within the batch of subcutaneous needles there are units that do not correspond to the bd 301973 code but correspond to the bd 300110 code. For this reason, the packing line had to be suspended in order to evaluate the incident, all the input boxes sent were reviewed and two boxes containing needles that did not correspond to the code / description with respect to the rest of the boxes. Of the two boxes one was intact while the other had been used in its entirety in the packing line, the packing units were reviewed and the units where the needle code 300110 was used were segregated. They were removed from the blister and the 1000 used needles were recovered. These needles entered the pallet corresponding to the batch of subcutaneous needles code bd 301973, and were not detected upon admission. Additional information: was the product mix found at the box or product level? It was found at the box level that is, boxes identified as # 300110 in the middle of others? Correct, boxes with code # 300110 instead of code # 301973 or boxes identified with the other catalogs had material # 300110 inside? No different codes were detected in the same box. The total found 03 boxes of material 300110? Correct, in the total of an order of 81 boxes (81,000 units) 3 boxes did not correspond to the requested code.

Event description:
It was reported that before use of the needle precisionglide 25x5/8in three boxes of bd precisionglide¿ hypodermic needle 300110 were mixed in the shipment of the requested product of 301973 needle precisionglide 25x5/8in. The following information was provided by the initial reporter: in the purchase order no. (B)(4), intramuscular needles code bd 300340 and subcutaneous needles code bd 301973 were requested and according to the delivery documentation these were the materials delivered, but it was not detected at the time of admission that three boxes did not correspond to the code requested but to the code. 300110. Half of the batch of these needles were sent to other company and used in the blisters of syringes intended for finished products. At the time of the blisters of the syringes it is detected that within the batch of subcutaneous needles there are units that do not correspond to the bd 301973 code but correspond to the bd 300110 code. For this reason, the packing line had to be suspended in order to evaluate the incident, all the input boxes sent were reviewed and two boxes containing needles that did not correspond to the code / description with respect to the rest of the boxes. Of the two boxes one was intact while the other had been used in its entirety in the packing line, the packing units were reviewed and the units where the needle code 300110 was used were segregated. They were removed from the blister and the 1000 used needles were recovered. These needles entered the pallet corresponding to the batch of subcutaneous needles code bd 301973, and were not detected upon admission. Additional information: was the product mix found at the box or product level? It was found at the box level that is, boxes identified as # 300110 in the middle of others? Correct, boxes with code # 300110 instead of code # 301973 or boxes identified with the other catalogs had material # 300110 inside? No different codes were detected in the same box. The total found 03 boxes of material 300110? Correct, in the total of an order of 81 boxes (81,000 units) 3 boxes did not correspond to the requested code.

Manufacturer narrative:
Correction: this complaint was reviewed and deemed to be not MDR reportable. Reportability determination rationale: this is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. A clinician would visualize that an incorrect device was received. No adverse health consequences: may result in annoyance to user or to patient and would not lead to harm or serious injury. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation were found for these batch. Photos were sent by the customer for evaluation. It was reported to the incident the reception of 78 boxes from the material 301973 lot 8302643 and 3 boxes of the material 300110 lot 8302544. As verified by bd curitiba logistics dep these materials are palletized before the sterilization process and does not undergo palletizing after this process. As reported by the bd distribution center, the material has not been repackaged in dc. It was also evaluated the manufacturing period of the mentioned materials and the production dates are close: 8302643 - manufacturing 11/16/2018 to 11/21/2018. 8302544 - manufacturing 11/19/2018 to 11/21/2018. Thus, from the information evaluated by logistics bd curitiba and information received from the customer it is possible to confirm the complaint. After these assessments the possible cause for the incident was a mixture during the manual palletizing process performed prior to sterilization of materials by operational error. The incident identified from this complaint will be monitored for trend assessment. H3 other text : see section h.10.

Event description:
It was reported that before use of the needle precisionglide 25x5/8in three boxes of bd precisionglide¿ hypodermic needle 300110 were mixed in the shipment of the requested product of 301973 needle precisionglide 25x5/8in. The following information was provided by the initial reporter: in the purchase order no. (B)(4), intramuscular needles code bd 300340 and subcutaneous needles code bd 301973 were requested and according to the delivery documentation these were the materials delivered, but it was not detected at the time of admission that three boxes did not correspond to the code requested but to the code. 300110. Half of the batch of these needles were sent to other company and used in the blisters of syringes intended for finished products. At the time of the blisters of the syringes it is detected that within the batch of subcutaneous needles there are units that do not correspond to the bd 301973 code but correspond to the bd 300110 code. For this reason, the packing line had to be suspended in order to evaluate the incident, all the input boxes sent were reviewed and two boxes containing needles that did not correspond to the code / description with respect to the rest of the boxes. Of the two boxes one was intact while the other had been used in its entirety in the packing line, the packing units were reviewed and the units where the needle code 300110 was used were segregated. They were removed from the blister and the 1000 used needles were recovered. These needles entered the pallet corresponding to the batch of subcutaneous needles code bd 301973, and were not detected upon admission. Additional information: was the product mix found at the box or product level? It was found at the box level that is, boxes identified as # 300110 in the middle of others? Correct, boxes with code # 300110 instead of code # 301973 or boxes identified with the other catalogs had material # 300110 inside? No different codes were detected in the same box. The total found 03 boxes of material 300110? Correct, in the total of an order of 81 boxes (81,000 units) 3 boxes did not correspond to the requested code.